Event description:
It was initially reported that the patient was experiencing a fare of seizures where he has several seizures in a 2-3 hour period. Also some seizures seem a little longer than typical. It is unknown if these seizures are related to vns or the cause of them. Good faith attempts for more information have been unsuccessful to date.